Event description:
Additional information was received. No patient was present.

Manufacturer narrative:
H3: the system was serviced in the field, and the electromagnetic localization system box was replaced with a new one. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735825ent, serial/lot: unknown.no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Multiple annex a codes were applied to capture this event. A05 captures the amber light while a0709 captures not being able to track instruments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that port 1 on the breakout box had an amber light on it. Instruments were unable to be tracked in port 1, but all instruments were able to track on other ports. Patient presence was unknown.